Event description:
It was reported that during routine check by biomed that the cardiosave intra-aortic balloon pump (iabp) upper lcd screen was unreadable on a large portion. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Update fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being reported by the biomed that the upper lcd screen was not readable on a large portion. Actually, the fse had arrived onsite and confirmed that the upper lcd was not readable on the lower 20% of the display. Then the fse had installed a new lcd and it was being tested which had been resulted into the good condition. Then the fse had further completed a full pm and under pm, all the tests had been passed to factory specifications. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part upper lcd display with a reported unit failure of upper lcd display partially unreadable. The failure analysis and testing dept. Performed a visual inspection of the part received and the part is in a good condition. The failure analysis and testing department installed upper lcd display in the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The failure analysis and testing department verified the reported failure. Retaining the upper lcd display in fat department per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.